Event description:
I am a licensed health care professional reporting repeated malfunctions of the dexcom g7 continuous glucose monitoring system (15-day sensor). Three sensors failed within a two-week period. Each sensor followed the same malfunction pattern: 0 after proper insertion, the device repeatedly displayed: "sensor is not working. Wait up to 3 hours." This occurred multiple times per day, causing prolonged gaps in glucose monitoring. Within approximately 48 hours of insertion, each sensor failed completely with the message: "sensor is dead. Replace sensor." These failures resulted in loss of continuous glucose monitoring and created significant safety concerns, including inability to detect hypoglycemia or hyperglycemia. Multiple attempts were made to contact dexcom customer service, but hold times were extremely long and no representative was reached. This pattern suggests a recurring device malfunction affecting multiple sensors. I request FDA review and investigation. Pt: 4582. Device: 2588, 1559. Ref: mw5187412, mw5187413.